Manufacturer narrative:
The depth of the ipg was confirmed to be appropriate at the time of implant. The device migrated between the time of implant and the time of activation. There are no reports of any excessive activity or trauma during the recovery and healing process. It is possible that the location of the original ipg did not have appropriate tissue quality to support the device. A new location was chosen and the new component was implanted with a different approach than the original component.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. On (B)(6) 2024 the patient was seen in the medical clinic to have the system activated. Upon activating the system it was discovered that the implantable pulse generator (ipg) and the external therapy discs were not able to consistently communicate to provide therapy for the patient. Troubleshooting was performed in the field and was not successful. Palpation of the ipg found that the device had migrated beyond the appropriate depth for optimal communication. On (B)(6) 2024 the ipg was removed from the left lateral lower back area and a new ipg was placed in the medial right mid to low back area. The original ipg was unable to be repositioned due to damage that occurred during the removal procedure.